Event description:
Customer reported device = 164 mg/dl between 8 & 9 pm. Customer took extra oral medication. Customer was found unconscious by family member the next morning at 7 am. Emergency medical technician (emt) was called. Emt device = 20 mg/dl. Customer was transported to the hospital. Customer not certain of what kind of treatment but alleges receiving an x-ray and blood work. No controls were used. A request was made for return product and replacement product and replacement product was sent.